Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 115 and 120 mg/dl. The customer state the belt clip was damaged as well as the batteries haven't been staying charged more than a few hours. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Troubleshooting was performed for replace battery now alert and noticed this is the second occurrence of replace battery now without a low battery warning. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was monitored during testing. No blank display or off no power anomaly noted. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The formatted history file confirmed the low batt alarm triggered during pump therapy. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit communicated properly with the guardian link 3 and the test plug. No pump/sensor communication anomaly noted. Unit also communicated properly with the test bg meter. No pump/meter communication anomaly noted. Unit had a broken belt clip rail.